Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1009991 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot 1009991 , test base part number 190-430/ lot 1009991. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1009991 showed that the complaint rate is 0.002% (1 / 50736). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue ; however it could possibly be related to the specific patient samples.

Event description:
The customer reported a false negative result with the ID now covid-19 performed on (B)(6) 2020 with a nasal kitted swab tested immediately. The test was repeated immediately on a pcr platform with a positive result. The patient was admitted to the hospital covid unit, extra precautions taken to avoid exposure of health care employees and other patients. Treatment provided was incentive spirometry, supplemental oxygen and an IV steroid. The patient was discharged in fair condition on (B)(6) 2020. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in process. A supplemental report will be submitted after completion.

Event description:
The customer reported two false negative results with the ID now covid-19 assay performed on (B)(6) 2020. No additional information related to sample collection was provided. The customer indicated that confirmation testing with pcr was conducted (date of test and CT values were not provided) and results were positive. Although requested, no additional information including patient information, treatment, impact or outcome has been provided by the customer at this time. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of false negative results potentially leading to no or delayed treatment, this event shall be reported.